Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was undergoing treatment for a gda bleed. The vessel size was approximately 4-5 mm. They used other concerto coils to pack the bleed and complete the procedure. The cause of the event was not determined. There were no issues prior to the coil non-detachment. No damage was noted to the pushwire.

Manufacturer narrative:
Continuation of d10; instant detacher: product ID; unk-nv-ap-ID. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery, a concerto helix coil was drawn back into the non-medtronic catheter and readvanced to try placement in another spot but was unable to detach the coil with the detacher. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment a gastroduodenal artery (gda) bleed. It was noted the patient's blood flow vessel tortuosity were normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Five attempts were made to detach the coil with the instant detacher, detachment was not attempted with another instant detacher, there was no manual attempt at detachment via the hypotube, and it was noted that there was no issue with the instant detacher. Ancillary devices included a terumo 2.4 fr. Progreat microcatheter.